Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2020, revealed the patient has a possible unknown type endoleak. The cause for the endoleak is unknown. On (B)(6) 2020, the physician reintervened and performed an angiogram. There was no visible endoleak present. However, the physician chose to re-intervene and implanted a contralateral leg endoprosthesis to extend the currently implanted contralateral leg endoprosthesis (pxc141400/7316347) for preventive measures. The patient tolerated the procedure.

Manufacturer narrative:
Computed tomography images dated (B)(6) 2020, were sent to gore imaging services for evaluation. Per the evaluation gore imaging services was unable to confirm an endoleak using the available images provided. H6: code 216- the review of the manufacturing paperwork verified that these lots met all pre-release specifications. H6: code 22- the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.